Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data revealed no evidence of power interruptions; one pump reboot was observed after a cs128 low battery alarm due normal battery wear. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that when the battery cap was tightened onto the pump, the pump did not power on properly. The pump made a singular low beep and the screen remains blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.